Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss from the cylinder. Three weeks prior to surgery the patient was having difficulty inflating his device. During the explant surgery the physician performed a test in order to identify the fluid loss. A new 16cm x 9.5mm ipp with ms pump and 65ml reservoir was implanted. Following the surgery the patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. A visual and leakage test was conducted on both cylinders, as well as a functional test. Visual inspection showed a hole in the outer tube of both cylinders, and cylinder 2 failed the leakage test. A visual test was conducted on the pump, with no significant findings. A visual and leakage test were conducted on the reservoir. No problems were detected during both tests. Model number: 72400151, lot number: 513911005, model description: inflate/deflate pump fgs. Model number: 72400152, lot number: 510859008, model description: reservoir 65ml.

Manufacturer narrative:
Medical device: model number: 72400151, lot number: 513911005, model description: inflate/deflate pump fgs. Model number: 72400152. Lot number: 510859008, model description: reservoir 65ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss from the cylinder. Three weeks prior to surgery the patient was having difficulty inflating his device. During the explant surgery the physician performed a test in order to identify the fluid loss. A new 16 cm x 9.5 mm ipp with ms pump and 65 ml reservoir was implanted. Following the surgery the patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.